Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative reported a infusor pump with a condition of "dropped it and now it won't work". It is unknown when this condition occurred. During baxter's product evaluation, it was discovered that there was a false occlusion alarm. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was an out of adjustment occlusion switch. The occlusion switch has been readjusted. Additional: a service history review revealed that this device was not previously serviced prior to this event.

Manufacturer narrative:
(B)(4). The alert and occurence dates were inaccurate in the initial medwatch report. The accurate date for both the alert date and occurrence date is (B)(6) 2010.

Manufacturer narrative:
(B)(4), baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.